Manufacturer narrative:
B3: unknown; no information has been provided to date. One device received for analysis. Visual inspection confirmed the reported event, both top, bottom case, and plunger case were broken. The device was received with a non-original equipment manufacturer battery. During functional testing it was found that the clutch was worn-out, and the main printed circuit board had a bad motor sensor. All worn or broken parts were replaced.

Event description:
During device analysis it was found that there was a worn-out clutch and a bad motor sensor. The top, and plunger case was broken. No patient involvement was reported.